Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This pt has a scs system which includes two leads from the same lot. The pt reports her scs system was removed because she was receiving stimulation in unwanted areas following a car accident.